Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they tried several reservoirs from the previous box of reservoirs and the issues with the no deliveries kept reoccurring. The customer stated that they started using reservoirs form a new box of reservoirs and the issue was resolved. The customer sent the old box of reservoirs back for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.